Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e218, b31 error occurred and the light guide bundle in insertion section was slightly worn, interrupted and weakened. Based on the results of the investigation, no device problem was found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope had an error e219 and the screen occasionally displayed noise. The issue was found during maintenance. There were no reports of patient involvement.